Event description:
It was stated that the insulin pump had a frozen screen and unresponsive buttons. The anomaly occurred during the priming process. The customer was advised to remove the battery for two hours. Nothing further was reported.

Manufacturer narrative:
No button response due to moisture damage on keypad traces. The insulin pump was monitored. Time clock advances properly. No frozen display noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.